Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. The oxygen concentration dropped with 10% after a few minutes. This occurrence was noticed during patient ventilation. An intermitted alarm was observable both visually (error code / message alert) and through hearing. Message alert: 'oxygen too low'. Error code: te 231013 (o2flowsensordefect). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - 24. Oct .2024: preliminary investigation results show that on the event date provided by the user there is no information related to the event in the log files. Further clarification was initiated. The technician on site replaced both the power supply and the mixer assembly which were returned to hamilton medical. A relationship between the corrections made and the failure mode (indicated by the customer as "low oxygen") has not been established and requires further investigation in order to reach a root cause. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. The oxygen concentration dropped with 10% after a few minutes. This occurrence was noticed during patient ventilation. An intermitted alarm was observable both visually (error code / message alert) and through hearing. Message alert: 'oxygen too low'. Error code: te 231013 (o2 flow sensor effect). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 24. Oct .2024: preliminary investigation results show that on the event date provided by the user there is no information related to the event in the logfiles. Further clarification was initiated. The technician on site replaced both the power supply and the mixer assembly which were returned to hamilton medical. A relationship between the corrections made and the failure mode (indicated by the customer as "low oxygen") has not been established and requires further investigation in order to reach a root cause.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. The oxygen concentration dropped with 10% after a few minutes. - this occurrence was noticed during patient ventilation. - an intermitted alarm was observable both visually (error code / message alert) and through hearing. Message alert: 'oxygen too low'. Error code: te 231013 (o2flowsensordefect). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.